Event description:
A report was received that the patient underwent a revision procedure. During the procedure, the physician poked the stylet through the lead. It is unknown if the damaged lead was left inside the patient's body.

Manufacturer narrative:
Additional information was received that the damaged lead was replaced with a new one and was not left inside the patient's body. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent a revision procedure. During the procedure, the physician poked the stylet through the lead. It is unknown if the damaged lead was left inside the patient's body.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead; 50cm model #: sc-2316-50, serial/lot #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.